Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. Access as obtained via radial artery. An promus element stent delivery system was selected to treat the target lesion. When going up the brachial artery, the stent came off the delivery system. The physician was able to "drag" the loose stent with the balloon system down into the radial artery and performed a cut down of the radial artery to remove the loose stent.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).